Manufacturer narrative:
Qn#(B)(4). The report that the spring wire guide was kinked was confirmed through examination of the returned sample. One kink was observed towards the distal end of the guide wire body. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. During normal assembly, the kinked portion of the guidewire are protected within the protective tubing of the advancer assembly, however, the end cap was missing from the assembly. Based on the customer report and sample received, the potential root cannot be determined as it cannot be confirmed when the damage occurred. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: 25 sep 2023, the doctor found that the swg was kinked prior to use on the patient. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: (B)(6) 2023, the doctor found that the swg was kinked prior to use on the patient. There was no patient involvement.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Section d.4.-(UDI)# corrected to (B)(4). The report that the spring wire guide was kinked was confirmed through examination of the returned sample. One kink was observed towards the distal end of the guide wire body. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. During normal assembly, the kinked portion of the guidewire are protected within the protective tubing of the advancer assembly, however, the end cap was missing from the assembly. Based on the customer report and sample received, the potential root cannot be determined as it cannot be confirmed when the damage occurred. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: on (B)(6) 2023, the doctor found that the swg was kinked prior to use on the patient. There was no patient involvement.